Event description:
Pt developed an aspergillus infection of the aortic root/aortic valve with subsequent embolization to head and eye (the fingus broke off and went to eye and brain). Valve has been replaced. Valve was explanted at another facility therefore it is unknown if it is available for evaluation.